Event description:
When the hose on this unit rips it is not easy to get a new one. It takes us months to get a new hose once it is ordered. Leaving the device not usable. Therefore putting the staff at risk if they have a need for it. Manufacturer response for patient transfer aid, medline (per site reporter). We get very little feedback from the manufacturer or their reps this is part of our concern.